Event description:
A spectrum infusion pump was sent into baxter with the reported symptom "repair as needed". During baxter's device eval, it was found that multiple "upstream occlusion" alarms were in the event history log. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval could not reproduce the reported symptom. Review of the event history log confirmed the reported symptom. The eval found that the ultrasonic sensor had a low fluid number, which was out of spec, caused by a failed ultrasonic sensor and ultrasonic pusher. With low ultrasonic readings, the pump is more susceptible to false upstream occlusion alarms. The failed ultrasonic sensor and ultrasonic pusher were replaced.